Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3. H3: corrected to check "no" for device evaluated by manufacturer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed via service inquiry that the customer camera head has ¿no image¿. The customer reported problem was found during reprocessing. No death, injury or harm was reported to olympus.

Manufacturer narrative:
To date no device has been returned. The status of the device was requested from the customer, but no information was obtained. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.